Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was a burned battery board. The patient reported that water may have fallen in the battery charger. The root cause for the burned battery board could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a patient had a battery charger issue.